Event description:
A 2.5mm diameter by 18mm length s660 stent delivery system was successfully implanted in the right coronary artery of a pt. The artery had a 95% stenosis in the mid-right coronary artery. The stent was deployed at 16 atm of pressure with good angiographic results. The pt was placed on aspirin and plavix post stent implantation. Two day post procedure, the pt developed chest pain and expired. It was reported that the physician thought the death was due to stent thrombosis. There is no further info regarding the event or the patient's medical history. The cause of the thrombosis is unknown.